Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving duramorph (unk mg/m l at unk mg/day) via an implantable pump for unknown indications for use. It was reported that the company representative (rep) stated that the patient had critical alarm begin on (B)(6) 2024 for empty reservoir. However, the rep did not mention symptoms or why pump ran empty but asked if they could still use the pump. A technical service (tss) reviewed filling pump and checking for volume discrepancy. Tss reviewed consider drug in internal tubing system-do not prime. Tss reviewed patient likely drug naive, consider dosing.